Event description:
Info received indicates the head section of the bed is drifting slowly.

Manufacturer narrative:
The tech isolated the issue to the hydraulic power unit. He replaced the hydraulic power unit to repair the bed.